Event description:
Reporter alleged family member was taken to the hosp and treated with an IV due to blood glucose monitoring device results. Reporter stated family member was getting low device results during a weekend and the following monday device read 271 mg/dl. Reporter stated family member was acting strangely and paramedics were called where they treated him with food and transported him to the hosp. Reporter indicated hosp treated him with an IV and had blood work performed while monitoring family member's glucose. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.